Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker dependent patient presented for an elective replacement due to the advisory, the device was unable to be interrogated with multiple programmers. The device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
The reported field event of no communication was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.